Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery, laparoscopic lysis of adhesions, recurrent incisional hernia repair surgery, open left component separation, application of wound vac and abdominal wall reconstruction on (B)(6) 2013 during which the surgeon noted significant amount of abdominal adhesions. He separated the abdominal wall adhesions with blunt dissection. Small bowel noted to be part of the hernia defect, was reduced. 30 minutes to 45 minutes of adhesiolysis was needed to identify the hernia defect. There was a significant amount of mesh migration creating areas of omental and bowel adhesions. It was reported the patient experienced severe pain, scarring, dense adhesions, inflammation, stress and anxiety. No additional information is provided.